Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Event description:
This is an international report where the spike of the transfer set was not connected with the spike port of y-set during connection by the clean flash. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). Received one used set with no cap on spike and no cap on patient connector in reference to connection issue. Functionally hand tightened a lab ((B)(4)) titanium adapter without difficulty. Set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted. The complaint could not be confirmed in the lab. The root cause of the complaint cannot be determined. The lot number is unknown; therefore, a batch review cannot be performed.